Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were less responsive and had to press harder. Customer stated that the insulin pump had unexplained no delivery alarm and making grinding noise motor sounds labored. Customer reported that insulin pump had rejected new batteries and insulin pump was squirting insulin during the manual prime process. Customer stated that the insulin pump had hairline fractures or cracks in the casing or around screen top right of battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.